Event description:
It was reported that during the procedure at the user facility, the esep pencil caught on fire. It was also reported that a non stryker electrode was used. No information was available if the procedure was completed successfully or if there was any adverse consequences or surgical delay.